Event description:
Bilateral silicone mammary implanted 8 years ago. 2/96 slipped at chiropracter's office. Experienced soreness right breast, impression slight fullness palpable contracture right breast. 5/96 implants removed bilateral, implants fully intact.